Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The se reviewed all logs, and no errors were found. The se installed the 10k pm kit, and performed all tests and calibrations as per the service manual. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a no oxygen (o2) supply alarm. No information regarding the patient being transferred to another ventilator is available. There was no report of serious injury or death associated with this event.